Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for pd. On an unreported date, the pt made a mistake of touch contamination (details not provided) and subsequently experienced peritonitis. The pt was not hospitalized for the peritonitis. On an unreported date, the pt began treatment for the peritonitis with unspecified antibiotics (dose, frequency, and lot not reported). Concomitant therapy was not reported. At the time of this report, dianeal therapies were ongoing. At the time of this report, the pt was recovering from the peritonitis event.